Event description:
The hcp reported the pump was explanted due to "stopped pump greated than 2 weeks." It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.